Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. The device was programmed with multiple bolus wizard deliveries and monitored; all boluses were delivered completely and their indicated amounts and were properly recorded in the bolus history screen. No excessive no delivery alarm, history anomaly, low reservoir alarm, and low battery alarm occurred during testing. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a diabetic seizure as a result of hypoglycemia. The patient's blood glucose was 53 mg/dl when the seizure occurred; his mother treated him with liquid glucose. Troubleshooting for the low blood glucose was declined; however, the customer mentioned that he dropped the insulin pump a couple times. Troubleshooting occurred for the insulin pump due to other issues such as several of his morning boluses not being recorded in the bolus history. That customer was concerned that one day a double bolus may occur on accident. The insulin pump was returned for analysis.